Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have a cracked housing. The device was able to power on and obtain valid readings with a sedline tester; however the readings could not be seen as the display was dim. The backlight inverter was found to be defective. The display was temporarily replaced with a known good display and the values verified as correct. The backlight inverter was replaced and the unit functioned as designed.

Event description:
The customer reported the device will not stay powered on. No consequences or impact to patient were reported.